Event description:
The guidewire was kinking on three kits in a row on the same patient. Anesthesia tried two times with two kits, the physician tried the third time with the third kit. It was reported there was a delay in therapy without harm to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The guidewire was kinking on three kits in a row on the same patient. Anesthesia tried two times with two kits, the physician tried the third time with the third kit. It was reported there was a delay in therapy without harm to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one lidstock from a cvc kit for analysis. None of the kit components were returned. Also, no definite signs of use were observed. Visual analysis could not be performed on the guide wire was it was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire could not be confirmed through complaint investigation. Visual , dimensional, and functional analysis could not be performed as only the lidstock was returned for analysis. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.